Manufacturer narrative:
Review of available x-rays show that the implant may have not been placed to the required minimal depth of 50mm past the medial edge of the fracture as specified in the surgical technique. A review of manufacturing and quality records for this production lot confirms that the device met all specifications. This implant is not intended to remain in-situ during an extended non-union as was experienced with this patient. As a secondary surgery is required to remove the damaged device this event is being reported as an adverse event even though the implant itself did not likely cause or contribute to the non-union. (B)(4) : device not returned to manufacturer.

Event description:
A clavicle implant failed in a non-union.